Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease and opening. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified a striated edge opening in the anterior side, consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on the anterior side due to surgical damage.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease and opening. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified a striated edge opening in the anterior side, consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on the anterior side due to surgical damage.

Event description:
The device has been explanted.